Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 26-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of polymenorrhagia ('increased frequency of periods and haemorrhage') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criterion medically significant), migraine ("migraine"), myalgia ("muscle pain"), tendon disorder ("tendinopathy"), gastrointestinal motility disorder ("transit and bladder problems"), bladder disorder ("transit and bladder problems"), deafness ("deafness"), vertigo ("vertigo"), fatigue ("intense fatigue in attack form"), depression ("I am at the point of depression") and tinnitus ("tinnitus"). Essure treatment was not changed. At the time of the report, the polymenorrhagia, migraine, myalgia, tendon disorder, gastrointestinal motility disorder, bladder disorder, deafness, vertigo, fatigue, depression and tinnitus outcome was unknown. The reporter considered bladder disorder, deafness, depression, fatigue, gastrointestinal motility disorder, migraine, myalgia, polymenorrhagia, tendon disorder, tinnitus and vertigo to be related to essure. The reporter commented: currently being treated by ear, nose and throat (ent). Respiratory, rheumatology, dermatology, gynaecology, neurology, infectious diseases. I am at the point of depression. Continuous change of treatment. Difficulties keeping up with work, upset family life. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: according to health authority, the incident report no. (B)(4) is in fact an update of the report r1908851 to which you have already assigned reference number (B)(4); therefore this current case will be marked for deletion from bayer database. All information was transferred into remaining case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of polymenorrhagia ('increased frequency of periods and haemorrhage') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criterion medically significant), migraine ("migraine"), myalgia ("muscle pain"), tendon disorder ("tendinopathy"), gastrointestinal motility disorder ("transit and bladder problems"), bladder disorder ("transit and bladder problems"), deafness ("deafness"), vertigo ("vertigo"), fatigue ("intense fatigue in attack form"), depression ("I am at the point of depression") and tinnitus ("tinnitus"). Essure treatment was not changed. At the time of the report, the polymenorrhagia, migraine, myalgia, tendon disorder, gastrointestinal motility disorder, bladder disorder, deafness, vertigo, fatigue, depression and tinnitus outcome was unknown. The reporter considered bladder disorder, deafness, depression, fatigue, gastrointestinal motility disorder, migraine, myalgia, polymenorrhagia, tendon disorder, tinnitus and vertigo to be related to essure. The reporter commented: currently being treated by ear, nose and throat (ent). Respiratory, rhumatology, dermatology, gynaecology, neurology, infectious diseases. I am at the point of depression. Continuous change of treatment. Difficulties keeping up with work, upset family life. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of polymenorrhagia ('increased frequency of periods and haemorrhage') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criterion medically significant), migraine ("migraine"), myalgia ("muscle pain"), tendon disorder ("tendinopathy"), gastrointestinal motility disorder ("transit and bladder problems"), bladder disorder ("transit and bladder problems"), deafness ("deafness"), vertigo ("vertigo"), fatigue ("intense fatigue in attack form"), depression ("I am at the point of depression") and tinnitus ("tinnitus"). Essure treatment was not changed. At the time of the report, the polymenorrhagia, migraine, myalgia, tendon disorder, gastrointestinal motility disorder, bladder disorder, deafness, vertigo, fatigue, depression and tinnitus outcome was unknown. The reporter considered bladder disorder, deafness, depression, fatigue, gastrointestinal motility disorder, migraine, myalgia, polymenorrhagia, tendon disorder, tinnitus and vertigo to be related to essure. The reporter commented: currently being treated by ear, nose and throat (ent). Respiratory, rhumatology, dermatology, gynaecology, neurology, infectious diseases. I am at the point of depression... Continuous change of treatment. Difficulties keeping up with work, upset family life. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.